Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tsw35 was non functional. Another instrument was used to complete the case. There was no consequence to the patient.